Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The device serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2016 she felt "dizzy, (her) head hurt and (her) mind was blurry" but she could not perform a test because of the meter issue. Customer self-presented to an urgent care facility where a reading of 400 mg/dl was received on an unspecified device. Customer was advised to go to the emergency room. At the ER customer was diagnosed with hyperglycemia and treated with unspecified medication, via intravenous infusion, to lower her blood glucose. She was also advised to increase her metformin and glipizide doses from one tablet to two. There was no report of death or permanent injury associated with this event.